Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous lesion in the mid superficial femoral artery (sfa). The armada 35 6.0 mm x 200 mm balloon ruptured at 14 atmospheres. The case was successfully finished with another armada 35. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was not confirmed; however, a leak was found at the base of the strain relief tubing when pressurized. The symptom would manifest with a loss of pressure on the inflation device and may appear to the user as a balloon rupture. The complaint database was queried and identified one additional event reported for leaks from this lot. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.